Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an instrument broke when it caught the glenoid reamer during reaming. The event occurred intra-operatively during glenoid preparation; the device had been fully and properly seated prior to reaming. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this malfunction has not previously caused a serious injury. Further, this event did not cause a serious injury. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.